Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported the touchscreen is not working, while using the vela ventilator. The customer observed a liquid patch at the bottom of the right screen. The customer reported troubleshooting the touchscreen calibration, but was unable to due to the unresponsive touchscreen. There are no report of patient involvement associated with the event.